Event description:
Patient had a medtronic synchromed el programmable baclofen pump placed over 7 years ago. Due to a possible motor stall from gear shaft wear as stated in the medtronic urgent device correction memo dated: 2007, and the age of the pump, the pt underwent removal of the pump on the following month. The md stated in the operative record that there was no sign of any problem or difficulty with the pump. The catheter was inspected and appeared to be absolutely fine. A new 20mm- synchromed pump was inserted. The surgery was done without complications.